Event description:
It was reported PICC line inserted (B)(6) 2023, split noted in PICC line during use, leak noted during use and PICC line removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the returned device. Compression damage was observed along the catheter shaft just distal to the clear oversleeve of the distal connector piece. A tactile evaluation of the catheter revealed little tensile weakness along the catheter shaft. A microscopic observation revealed the split to be concave with a longitudinal shape. The split was observed to be in a location along the catheter that appeared to have significant tensile weakness and narrowing of the catheter shaft at the split location. The depth markers appeared worn at the split site, and abundant use residues were observed on either side of the split site. The complaint of a split in the catheter is confirmed and was determined to be related to use of the product. The split appears to have been caused by damage from a compression style device, or compression of the catheter in the proximal region of the device around the split site. This complaint will be recorded for future trending and monitoring purposes.